Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported a (B)(6) female patient was implanted with impella cp with smartassist heart pump for hemodynamic support. However, the purge connector was damaged and a leak was noted on the purge reservoir. The device was explanted three days after implant and there was no reported patient harm.

Manufacturer narrative:
The investigation for the purge leak has been completed. No product was returned. Clinical details were not sufficient to determine root cause. The root cause of purge leak pump was not determined since product was not returned to confirm.

Manufacturer narrative:
The investigation for the purge leak pump has been completed. No product returned. The root cause of purge leak pump was not determined since product was not returned to confirm. Corrections to the initial MFR report: d4-model number; added d6a/d6b; f6/f8 should have been left blank.